Event description:
It was reported that while setting up for a da vinci-assisted sleeve gastrectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they received a non-recoverable fault. The customer stated they have rebooted the system with no change. The tse reviewed error logs which show multiple 319 errors pointing to the endoscopic controller (ec). The tse had the customer power off the system and check the orange fiber cable between the ec and video processor (vp). The customer informed that the orange cable had another cable wrapped around it and one of the connectors was not fully seated. The customer reseated both ends of the orange fiber cable and powered the system back on, but there was no change. The tse then had the customer power down the system and cycle the breaker to the vision side cart (vsc), ec and vp. The customer powered the system back on again and was still getting a 319 error. The tse also asked the customer if a camera was installed in the ec and customer confirmed no camera was installed. The customer informed they will try to get another vsc to connect to the system. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the procedure was completed robotically. The initial reporter was not sure if another vision side cart (vsc) was used. There was a procedure delay of 10 mins. The patient was under anesthesia. The initial reporter did not remember the procedure, or surgeon's name. The issue got resolved after the field service engineer's site visit.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced both endoscopic controller (ec) and video processor (vp) to resolve the 319 errors. The fse was unable to test system due to only having access to the vision side cart (vsc). The fse was able to test vsc with an endoscope. The system was tested and verified as ready for use. Isi did receive the vp involved with this complaint to perform failure analysis and the reported failure was confirmed and replicated. The visual inspection showed the system was returned with dirty filter and damaged bezel. The vp was sent back with ec, but the two units did not arrive at the same time. Therefore, fa could not test the units together. Fa had to use known good testing equipment for testing. Fa was able to replicate the reported failure by using in-house testing equipment. The vp was installed into the test equipment for functional test. During booting process, the system had warning error 319 (system can't detect vp change control (vpcc) board. This error related to vp power distribution (vppd) board. Both the vppd and dwa failed during testing. The complaint regarding non-recoverable fault was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. Isi did receive the ec involved with this complaint to perform failure analysis and the reported failure was not reproduced. However, the fault was confirmed via system logs. The error logs confirm 77 occurrences of error 319 (pointing to node vpcc) over the past 60 days. The ec was installed with a printed circuit assembly (pca) test system which launched in maintenance mode to program software, then power cycled 10x without error. The system launched in normal mode at which time image quality was confirmed to be clear, crisp, and free of noise. The visual inspection showed the endoscopic controller in good condition and the rj45 dust cover was missing. The probable root cause is attributed to a vp component failure. This complaint is considered a reportable event due to the following conclusion: a video processor and the endoscopic controller were replaced after the completion of the procedure due to repeated faults. It is unknown if the customer had to convert to a different da vinci system or was able to complete the procedure in the original system set-up. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.